Event description:
Customer reported via phone, she believes the insulin pump is not delivery the correct amount of insulin. Customer's blood glucose was 228 mg/dl. Troubleshooting was performed for delivery anomaly and it was found the customer had the device one during an x-rays. Displacement test was not performed due to move. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.